Event description:
During surgical procedure, while attempting to insert mesh through trocar it broke, internal gray washer displaced. Md caught upon advancing and removed grasper with mesh and gray washer all at once. Trocar reassembled and case continued with no complications to surgery or patient.